Manufacturer narrative:
Findings: no button error alarm during testing. Unit received with unresponsive esc, act and up buttons due to corroded keypad traces. Unable to perform any test or verify an alarm due to unresponsive button. Unit had cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 215 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.